Manufacturer narrative:
B3: date is approximate. Year is confirmed valid. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Information was received from a patient regarding an implantable neurostimulator (ins). The reason for call was patient reported they were not getting as much relief as they would like and patient mentioned when they lay down it shocks the daylight out of me (agent understood patient was referring to their stimulator). When asked for event date, patient mentioned the it's been like that since day 1. Patient mentioned they met with the manufacturer representative (rep) not too long ago and they had to change the pattern because it wasn't doing anything for them. Agent asked the patient if they were getting relief now and patient stated that they weren't where they would still like it to be but they were satisfied more. Agent reviewed with patient they can try to turn the stimulation down before laying down. Patient confirmed they would turn the stimulation down. Agent documented information provided on call and reviewed with patient to continue working with the rep for reprogramming.